Event description:
It was reported that an alert was received via remote transmission showing non-sustained lead noise due to post-paced t wave oversensing on the ventricular channel. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.